Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet occluder was successfully implanted in a patient using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was noted as being stable prior to procedure. There was one partial recapture of the occluder during procedure noted. The occluder was implanted in the patient left atrial appendage. The 28mm amplatzer amulet occluder had been sized using transesophageal echocardiogram measurements. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was noted that post-procedure the patient complained about throat pain and severe abdominal pain. The patient went into respiratory distress and suffered a cardiac arrest for 20 minutes. The patient was later pronounced deceased on the same day. It was thought that the 28mm amplatzer amulet occluder embolized within the patient, but this was not confirmed. The cause of the patient's respiratory distress was believed to have been the device having potentially embolized. The cause of cardiac arrest and death is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of repository distress, cardiac arrest, and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 medical device problem code: 4003 code removed.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet occluder was successfully implanted in a patient using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was noted as being stable prior to procedure. There was one partial recapture of the occluder during procedure noted. The occluder was implanted in the patient left atrial appendage. The 28mm amplatzer amulet occluder had been sized using transesophageal echocardiogram measurements. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was noted that post-procedure the patient complained about throat pain and severe abdominal pain. It was noted that at an unknown point the 28mm amplatzer amulet occluder embolized within the patient . The patient went into respiratory distress and suffered a cardiac arrest for 20 minutes. The patient was later pronounced deceased. The cause of the patient's respiratory distress is believe to have been from the embolized occluder. The cause of cardiac arrest and death is unknown. The 28mm amplatzer amulet occluder was not explanted from the patient. Subsequent to the previously file report, additional information was received and a correction needs to be made as there was no embolization of the 28mm amplatzer amulet occluder. It was confirmed via post-procedural imaging that the occluder remained implanted at the intended implant site. It is unknown why there was one partial recapture of the 28mm amplatzer amulet occluder during procedure. The cause of the patient's repository distress, cardiac arrest, and death remains unknown.